Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump received with a button error alarm and without esc button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to the lack of button response. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that she replaced the battery, but the esc and act buttons did not do anything. She stated that she had had the insulin pump in her shirt, and she was holding her son when the insulin pump began alarming. She was unable to clear the alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace, the insulin pump and agreed to return the device for analysis.